Manufacturer narrative:
The insulin pump was received with a constant rf pic failed alarm and unable to communicate to the blood glucose meter due to a faulty electrical component on the rf board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to rf pic failed alarm. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error alarm indicating that the device failed the self test. Blood glucose level at the time of the incident was not provided. During troubleshooting, the insulin pump passed the self test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.